Manufacturer narrative:
Device data were reviewed and showed multiple 470 (oxygen concentrator fault) messages; however, po2 values remained within the control range and oxygen delivery was maintained. No oxygenation malfunction was identified.

Event description:
During perfusion, the device generated message code 470 (oxygen concentrator fault). Partial pressure of oxygen (po2) remained within the control range throughout perfusion despite troubleshooting. The liver was ultimately discarded due to poor performance not related to the device.